Event description:
The customer reported the touchscreen is not working. There was no patient involvement.

Manufacturer narrative:
Upon further investigation, this incident was found during testing, which is prior to the therapeutic use. Therefore this complaint no longer meets reportability requirements. The field service engineer (fse) evaluated the incident, and the customer informed the fse that the front bezel was a replacement fixed the issue. The unit is back in service.